Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion (alif) with retroperitoneal approach from l4 to s1 using peek cages filled with rhbmp-2/acs and "dbx bone morphogenic protein," and anterior lumbar plate instrumentation. A second application of bmp was applied anterior to the cage at l5/s1. The patient tolerated the procedure well. Eighty days post-op, the patient was seen for follow up. The patient stated "he was having ejaculatory problems. The patient has normal sexual relations with his wife and that he has sex to completion and orgasm, but does not have any sperm output." The doctor suggested sudafed for a couple of weeks and see if they can convert him to a prograde ejaculation when he has sex. At 249 days post-op, the patient was seen for follow up. The patient presented with continued "pain in the lower back and right lateral thigh. The pain appeared to be manageable. Patient continued to complain of retrograde ejaculation. Plain films of lumbar spine demonstrate excellent fusion at the l4/5 and l5/s1 levels. Instrumentation looks appropriate." At 644 days post-op, the patient was seen at urological clinic for obstructive voiding complaints. The patient has had difficulty urinating (weak stream, frequency). Patient complained of numbness and weakness in the left thigh. At 674 days post-op, the patient was seen for follow up at urological clinic. Patient underwent cystoscopy. The doctor's assessment stated "side effect to medication or neurogenic bladder associated with urologic injury as well as retrograde or an ejaculatory dysfunction.

Manufacturer narrative:
(B)(4). Retrograde ejaculation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005: the patient was pre-operatively diagnosed with l4-l5 and l5-s1 intradiscal herniation with instability and underwent the following procedures: retroperitoneal approach to lumbar spine. L4-l5 anterior lumbar decompression. L5-s1 anterior lumbar decompression. L4-l5 interbody fusion cage. L5-s1 interbody fusion cage. L4 through s1 anterior lumbar plate. Morselized allograft. As per op-notes, ¿after ascertaining good position, the attention of the operation towards placing an anterior lumbar plate over the l5-s1 segment peek cage had been previously filled with a combination and bone morphogenic protein. The inter templated for a 13mm peek cage which was positioned un-fluoroscopic control. Again, the cage had been previously pack rhb mp-2 and bone morphogenic protein.¿ the patient tolerated the procedure well without any intra-operative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.